Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 50 mg/dl. The patient went into a coma. The paramedics arrived and took the patient to the hospital. For treatment, the patient was given d10 by the daughter and diagnostic tests were given at the hospital. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 1 day. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic coma and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.